Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2018, product type: pump; product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2018, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving fentanyl (1,000 mcg/ml, 203.33 mcg/day) via an implantable pump for non-malignant pain. The hcp reported the pump had been programmed with the wrong drug concentration on (B)(6) 2018. The hcp stated that the concentration entered was 600 mcg/ml and programmed to run at 122 mcg/day, but the actual concentration was 1,000 mcg/ml. The hcp requested to know the dose the patient was actually getting and it was determined the actual dose was 203.33 mcg/day. There were no patient symptoms. No further information provided.